Manufacturer narrative:
Siemens learned of this event internally though siemens legal. Facility contact information is not available. Additional information regarding the event will not be provided to siemens by the facility that performed the scan due to the ongoing litigation. Siemens is unable to further investigate the event. As previously stated, there was no allegation of system malfunction.

Event description:
Siemens (B)(4) has learned from a lawsuit filed by the patient that the patient was allegedly injured during an MRI exam on (B)(6) 2021. The lawsuit does not allege any device malfunction and siemens (B)(4) is not a party to the lawsuit. Also, siemens (B)(4) has not received any direct notification or report of the alleged injury from the facility or the patient. According to the court documents siemens (B)(4) obtained on its own accord, allegedly patient had a plate implanted in her wrist, and after the MRI performed on (B)(6) 2021, the patient allegedly suffered torn tendons in her hand and had to undergo wrist surgery.